Manufacturer narrative:
Na.

Event description:
A nurse complained of high inr results from a coaguchek xs meter serial number (B)(4) compared to the laboratory results using the dade innovin method. On (B)(6) 2018 between 7 and 8 am, the result from the meter was >8.0 inr with a laboratory result of 4.5. The strip lot used for the meter result was requested but was unknown. On (B)(6) 2018 between 7 and 8 am, the result from the meter was 4.5 inr with a laboratory result of 3.0. The strip lot used for the meter result was 29494711 with an expiration date of 30-sep-2019. The specific time of each result was not provided but it was stated that the results were within 1 hour of each other. The patient's therapeutic range was 2.0 to 3.0 inr. On of (B)(6) 2018, the patient's hematocrit was 26.6%. Based on the meter result of >8.0 inr on (B)(6) 2018, the patient's coumadin was withheld for 3 days. There has been no overlapping heparin therapy, the patient does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. The patient has no new medications and no changes in diet or illnesses. The patient had been bruising easily, but no medical attention was required for the bruising. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This medwatch will cover strip lot 29494711. Refer to medwatch with patient identifier (B)(6) for information on the unknown strip lot.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr , donor 2 inr: 2.4 inr, donor 1 hct: 48% , donor 2 hct: 42%. Testing results for strip lot 29494711 vial 00361200. Donor 1: retention meter with masterlot strips: 4.0 inr , customer meter with customer strips: 4.1 inr . Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. Testing results for strip lot 29494711 vial 00361181. Donor 1: retention meter with masterlot strips: 4.0 inr, customer meter with customer strips: 4.0 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot #294947) were tested in comparison with the current master lot at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.